Manufacturer narrative:
(B)(4). Date sent: 9/24/2015. Information was not provided by the initial contact. Batch # (B)(4). Additional information received: please explain how the device did not fire properly. No staples in distal staple line. Proximal line okay. Stapler cut okay. On the distal staple line, did the device staple? If yes, was the staple line complete? No staples on the distal staple line, did the device cut? If yes, was the cut line complete? Cut line complete how was the procedure completed? Able to get below and fire tx60 across on which firing did this occur? When the surgeon attempted to staple the distal staple line. It worked fine on the proximal staple line. What part of the device was damaged? Do not think it was damaged, it just did not fire properly please provide details as to what type of damage occurred. N/a. How was the procedure completed? Yes. How long was the surgery time extended (minutes)? 30 minutes. If any pieces fell off of the device, did they fall into the patient? If yes, were they removed? N/a. If any pieces fell off of the device, will they be returned with the device? If no, how were they discarded? N/a the analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The customer reported that during a laparoscopic low anterior resection procedure the device was damaged. No reinforcement was used. There was no unanticipated tissue loss or patient injury. There was no blood loss. The surgical time was exceeded by at least 30 minutes. It was not known how the case was completed. No patient consequences were reported.